Event description:
Pt on cvvh, continuous veno-venous, hemofiltration. ICU rn reported that device was malfunctioning and removed pt from cvvh, ending the treatment prematurely. Pt later started on hemodialysis. Reportedly, pods failed on self test. No adverse pt effect.